Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before the tka surgery scheduled on (B)(6) 2017, the hospital noticed that rp insert (part# & lot#: unk) could not be attached to hp mbt cem keel punch size 2-3 (part#:950502011, lot#: unk). No additional information has been provided from the hospital.

Manufacturer narrative:
Examination of the submitted device confirmed wear. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.